Manufacturer narrative:
(B)(4). The batch history records were reviewed with no anomalies noted during the manufacturing process. Following information was requested but unavailable: was there a change to intent of procedure? Did the surgeon have to convert procedure from laparoscopic to open? Any additional dissection or prolonged surgical procedure required to recover the piece? Did the extended or time change the postop care of patient?

Event description:
It was reported that during the intervention a piece of the end of the clip is detached and falls on the hepatic slice. The clip has been used in the usual way without forcing or abrupt use. No patient consequences and the piece was recovered.